Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen had scratch and it was peeling off and there was spot on the bottom right corner. The customer¿s blood glucose level was unknown. The customer also reported that the numbers were distorted . The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with scratched display window and cracked case at display window corners. The display window was not peeling off noted.